Event description:
The customer stated that the central patient monitoring system exhibited text and control characters over the top of the info that is normally shown on the display screen and that two waveform windows appeared frozen. Centralized pt monitoring was temporarily interrupted; vital signs monitoring continued normally at individual bedside monitors. Reporter did not provide add'l pt info.

Manufacturer narrative:
Device eval not complete at this time. Device has not been returned to manufacturer. A supplemental report will be filed upon completion of investigation.